Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/07/2014 with the following findings: the black box and history recorded cs 054-0001 and cs 052-0001 alarms. Unable to reproduce any alarms during investigation. Opened pump and removed from case and there was corrosion on transmitter board. The battery compartment was cracked from the threads two thirds of the way to the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.